Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the right corner of main drawer 3.2 is broken. The field service engineer cleaned the electronics drawer around back of communication sled, power supply and debris from bottom edge of the back panel and reseated drawer cable. Replaced half height cubie drawer main 3.2 faceplate to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device had a broken drawer. The customer reported that the right corner of main drawer 3.2 was broken. The customer stated that this malfunction occured during dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.